Manufacturer narrative:
The insulin pump was received with no vibrator alert due to vibrator motor not properly plugged into the interface board. However, the operating currents are within specifications and the insulin pump passed a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump did not vibrate when it was supposed to. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with a vibrate test but the device did not pass the test. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.